Event description:
The user facility in (B)(6) reported the vitrectomy cutter presented problems of performance during surgery. Add'l info obtain indicated the cutter stopped while aspiration continued. There was no medical intervention or treatment required.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.